Event description:
It was reported that the patient experienced intermittent stimulation due to the implantable neurostimulator (ins) turning off "on its own" which began the week prior to report. It was stated that the patient knew the ins turned off because she stopped feeling stimulation and when she checked the stimulation icon, her programmer did not have the lightning bolt. It was also stated that to check if the ins is on or off, the patient would "press the stimulation on icon and then the second one to turn it off." It was noted that the patient "knew it was turning itself off." The patient was redirected to her healthcare provider. Additional information was requested, and if received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).